Manufacturer narrative:
Catalog # correction from medwatch initial report. The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist on 16 november 2018. The injector system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction based on the data from the analysis of the injector system. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. This report is considered closed.

Manufacturer narrative:
Acist has requested that the acist angiogpraphic injection system, model cvi, used during the event, be sent to acist for investigation. Upon completion of the investigation, acist will submit a follow-up report to FDA.

Event description:
User facility reported: during a coronary angiography for stent placement, using the acist angiographic injection system, model cvi, the message "manifold valve open" was displayed on the injection system's control panel. The user pressed the standby button on the injection system's control panel, but this did not eliminate the "manifold valve open" message. During the coronary angiography, the patient experienced cardiac arrest and was resuscitated. The user facility does not consider the "manifold valve open" issue the cause of the patient's cardiac arrest.